Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 222 mg/dl. The customer's father stated that patient was at the beach and it was working fine once he got home that when the alarm occurred. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.